Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Unable to interrogate the device while the patient was in the emergency room. Magnet application elicited a paced response at 80 bpm, consistent with eri behavior. No recent procedures or adverse events have been reported. The most recent hmsc transmission, dated (B)(6) 2025, indicated 55 percent battery life remaining. However, the lack of response from the programmer (pgh) suggests the device may have reached end of service (eos). The device remains implanted.